Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 32, indicating a motor processor communication error, which was verified in the device history. Symptoms included no reported adverse clinical effects. Outcomes included shipment of a replacement ilet and instructions to use backup therapy until the replacement was received. Investigation included customer support troubleshooting steps to charge the device to at least 50 percent and perform a restart, confirmation that the alert recurred after restart, and arrangement for device replacement while requesting return of the original for evaluation. Investigation of this case revealed a persistent delivery motor communication malfunction consistent with a motor processor communication error requiring device replacement. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.